Manufacturer narrative:
(B)(4) clinical trial. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted as palliative treatment of a biliary stricture produced by malignant neoplasms during a stent placement procedure performed on (B)(6) 2015 as part of the (B)(4)clinical trial. The patient¿s medical history includes pancreatic cancer. An assessment of biliary obstructive symptoms was conducted on (B)(6) 2015 with the following symptoms: jaundice, itching, dark urine, and pale stools. Liver function tests were also performed on (B)(6) 2015. According to the complainant, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp), computed tomography (CT), and brushing on (B)(6) 2015 with a result of malignant. The patient was treated in an outpatient setting. A prior biliary sphincterotomy had been performed and a previously placed plastic biliary stent was removed during the procedure on (B)(6) 2015. The 10mm x 60mm wallflex biliary rx uncovered stent was placed in a satisfactory manner across the stricture and the procedure was completed. On (B)(6) 2016, the complainant reported that the 10mm x 60mm wallflex biliary rx uncovered stent had become occluded due to tissue ingrowth. There were no patient complications reported with this event. However, it is likely that additional intervention to remove the occluded stent and/or implant a second stent would be required. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated to include additional information received on april 12, 2016.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted as palliative treatment of a biliary stricture produced by malignant neoplasms during a stent placement procedure performed on (B)(6) 2015 as part of the e7099 abc wallflex registry clinical trial. The patient's medical history includes pancreatic cancer. An assessment of biliary obstructive symptoms was conducted on (B)(6) 2015 with the following symptoms: jaundice, itching, dark urine, and pale stools. Liver function tests were also performed on (B)(6) 2015. According to the complainant, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp), computed tomography (CT), and brushing on (B)(6) 2015 with a result of malignant. The patient was treated in an outpatient setting. A prior biliary sphincterotomy had been performed and a previously placed plastic biliary stent was removed during the procedure on (B)(6) 2015. The 10mm x 60mm wallflex biliary rx uncovered stent was placed in a satisfactory manner across the stricture and the procedure was completed. On (B)(6) 2016, the complainant reported that the 10mm x 60mm wallflex biliary rx uncovered stent had become occluded due to tissue ingrowth. There were no patient complications reported with this event. However, it is likely that additional intervention to remove the occluded stent and/or implant a second stent would be required. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on april 12, 2016: biliary obstructive symptoms of fever/chills were reported on (B)(6) 2015. On (B)(6) 2015 the stent had become occluded due to tissue ingrowth. The patient underwent an unscheduled biliary reintervention procedure on (B)(6) 2015 and was treated as an inpatient. The patient was restented with a new plastic stent. On (B)(6) 2015, the patient's biliary obstructive symptoms were reported to be fever/chills. The stent was found to be occluded with tissue ingrowth. The patient underwent an unscheduled biliary reintervention procedure on (B)(6) 2015 and was treated as an inpatient. The plastic stent was removed endoscopically during an ercp procedure on (B)(6) 2015. The patient was restented. A 10mm x 60mm wallflex biliary uncovered stent was placed in a satisfactory manner across the stricture.